Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158 locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the abdomen between 5 and 24 hours. On (B)(6) 2026, the patient experienced hyperglycemia with blood glucose level at 29 mmol/l (522 mg/dl). Nausea, dry mouth, blurred vision, and breathing difficulties. The patient sought medical attention and was hospitalized, where hyperglycemia and ketoacidosis were diagnosed. The patient reported that a healthcare professional indicated the pod may not have delivered sufficient insulin. The pod was removed by the healthcare professional. The patient was treated with intravenous drips containing hydration, glucose, and calcium, and insulin suspected by the patient to be aspart. The patient remained hospitalized overnight for observation and continued treatment. On (B)(6) 2026, a new pod was applied, therapy resumed successfully, and the patient was discharged in improved condition.